Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device material #: there are multiple material/catalog #s that may be associated with the provided lot #. The customer has refused to provide information regarding the specific device involved, therefore this information is unknown. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of all risk management documents for the product family of the device involved in this complaint (pen needle, difficult/unable to operate & npi needle pain), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. No samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: the patient injected insulin by himself at home. During using, he found that he could not push the injection pen, and the injection site was in severe pain. So he came to the hospital on this morning.